Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of ventricular arrhythmias and death are listed in the xience prime instructions for use as known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified mid right coronary artery (rca). A de novo lesion in a mildly tortuous and mildly calcified proximal left circumflex (lcx) artery was also treated. The patient presented with non-segment elevated myocardial infarction (nstemi). Therefore, a 2.75 x 33 mm xience prime stent was implanted in the mid rca, and a 2.75 x 15 mm xience prime stent was implanted in the lcx artery. The patient was then transferred to the intensive care unit (ICU) after the procedure. However, during this transfer, the patient experienced a sudden cardiac arrest due to ventricular tachycardia and cardiopulmonary resuscitation was performed; however, the patient expired. An autopsy was not performed. Therefore, it cannot be determined if the stents caused or contributed to the patient death. No additional information was provided.